Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 201 mg/dl. She treated her high blood glucose level with a syringe because she was worried the insulin pump was not working. In the morning she experienced a low blood glucose level of around 40 mg/dl. She treated her low blood glucose level by eating. The insulin pump alarmed no delivery. The infusion set had a bent cannula. The no delivery alarm was resolved by an infusion set change. The device was not returned.